Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band bladder would not hold air once inflated. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 19 may 2023: no other devices were used at the access site after the procedure but a tr band. The band was left on and the bleeding stopped. No medical intervention was necessary. Estimated blood loss was minimal. There was no noticeable damage to the device just that it wouldn't hold air. Patient was in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided; a2: age & date of birth: requested, not provided; a3: patient sex: requested, not provided; a4: weight: requested, not provided; a5: ethnicity: requested, not provided; a6: race: requested, not provided; d6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted; the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.